Event description:
End user reports that syringes from lot 65873 (and every box she has had since last year) is bending when inserting into the insulin vial.

Manufacturer narrative:
Initial trend analysis for lot 65873 was conducted, no malfunctions were found. This is the only complaint for lot 65873. Further investigation will be conducted to determine the root cause of complaint.